Event description:
Customer reported that there was a misdiagnosis of a brain bleed on 4 pts. F/u mris confirmed that all were false positives. There was no report of pt mistreatments.

Manufacturer narrative:
Note: (B)(4). We will file a f/u MDR at the completion of the investigation. (B)(4).